Event description:
It was reported that, "pt has complained that his hip has caused pain ever since it had been implanted. During surgery it was noted that the trident shell was well ingrown with no abnormalities. A new trident 60mm tritanium shell was implanted."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.